Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation. A loss of capture was observed on the left ventricular lead. X-ray imaging revealed that the lead had dislodged. No intervention was reported.

Manufacturer narrative:
(B)(4).